Event description:
It was reported that a power-on-reset condition occurred following an overdischarge. The patient had an appointment scheduled for (B)(6) 2011, but cancelled. The patient was to reschedule. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).